Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was not returned, and as such no analysis could be performed. Images were received for review. There are no valve load checks for this event. The image provided confirms the valve is parked in the ascending aorta and a non-medtronic valve is implanted in the annulus. There is no imaging provided confirming the complications of the valve releasing from the dcs as stated in this event report. Based on the limited information available, the cause of the deployment difficulty cannot be determined. Per the device training materials, the user should release the tension in system just before final release to reduce potential for valve movement and the user should slightly push on delivery system while tuning the deployment knob very slowly to allow the paddles to detach one at a time. Additionally, per the training material, if paddle fails to immediately detach do not torque (turn) the delivery system handle as this will not translate to the distal tip. The device history record for the delivery catheter system (dcs) was reviewed and showed that this product met all manufacturing spe cifications for product released for distribution. No issues were identified that would have impacted this event. Updated h6- eval method, eval results and eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the annex g code was omitted in error. The code has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e vproplus-29us, serial/lot #: (B)(4), ubd: 17-aug-2022, UDI#: (B)(4). Product analysis: the valve remained implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, one of the valve tabs was stuck on the delivery catheter system (dcs) and did not release easily. The physician gave slight forward tension and kept deploying the delivery system to release but it would not release without additional forward tension on the system. Once the valve released, it dislodged in the sinuses without coronary occlusion. The valve was snared and a non-medtronic transcatheter valve was then successfully implanted. Of note, the patient had a horizontal aorta of 63 degrees and ¿a lot¿ of calcium on the leaflets. As reported, it was possible that stored tension in the system contributed to the valve dislodgement once the valve paddle released. No additional adverse patient effects were reported.